Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she had been having high blood glucose and the insulin pump had round circle and kept beeping. Customer's blood glucose was between 300 mg/dl and 400 mg/dl and current blood glucose was at 500's mg/dl. Troubleshooting was done. Customer treated high blood with bolus with the insulin pump. The customer was advised to call back to run a test on the insulin pump due to customer does not have any tubing clamps. No further information provided.